Event description:
The patient reported that their blood pressure monitor exploded and caught on fire. The patient confirmed no injury.

Manufacturer narrative:
The patient stated that they were unable to return their device as they disposed of it. A replacement device was sent.